Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, exhibited a high out of range pacing impedance measurement, which was noted to be a sudden increase. Additionally, a yellow alert was displayed for left ventricular automatic threshold (lvat) test detected as greater than programmed amplitude or suspended. Technical services was consulted and indicated that lead migration may be a factor, given the acute phase. It was then decided to continue monitoring this device system. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, exhibited a high out of range pacing impedance measurement, which was noted to be a sudden increase. Additionally, a yellow alert was displayed for left ventricular automatic threshold (lvat) test detected as greater than programmed amplitude or suspended. Technical services was consulted and indicated that lead migration may be a factor, given the acute phase. It was then decided to continue monitoring this device system. This lead remains in service. No adverse patient effects were reported. Additional information was provided. Lead migration could not be confirmed on the x ray; however, the physician suspected that the lead had become trapped in a posterior lateral position. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to impact coding and h9 removed.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, exhibited a high out of range pacing impedance measurement, which was noted to be a sudden increase. Additionally, a yellow alert was displayed for left ventricular automatic threshold (lvat) test detected as greater than programmed amplitude or suspended. Technical services was consulted and indicated that lead migration may be a factor, given the acute phase. It was then decided to continue monitoring this device system. This lead remains in service. No adverse patient effects were reported. Additional information was provided. Lead migration could not be confirmed on the x ray; however, the physician suspected that the lead had become trapped in a posterior lateral position. No adverse patient effects were reported. This device system remains in service.